Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding-cheek [mouth haemorrhage]. Cut cheek, outside of mouth has been cut [mouth injury]. Hole on the outside bleeding-cheek [mouth haemorrhage]. Cut cheek, outside of mouth has been cut [mouth injury]. Hole on the outside of the mouth, in cheek [oral disorder]. Brushhead fell off in mouth-cut cheek, hole in cheek, bleeding [injury associated with device]. Brushhead fell off in mouth [device breakage]. Case description: an adult female of unspecified age reported that when she was using her oral-b rechargeable toothbrush, version unknown on the morning of (B)(6) 2016, the oral-b cross action brushhead fell off in her mouth and she cut her cheek/the outside of her mouth. She stated that she had a hole in her cheek/on the outside of the mouth, and it was bleeding. She stated that she saw a nurse at work, who told her to keep the area clean and keep an eye on it for infections. She reported that she used the toothbrush twice a day, but had discontinued use on (B)(6) 2016. She stated that the brush head had been on for three weeks. The hole on the outside of the mouth/in her cheek had improved at the time of her phone call, and the overall case outcome was improved. Other relevant history: allergies - none. No further information was provided.